Event description:
In 2009, the pt called for assistance with increasing the basal rates on her infusion device. She stated that her blood glucose has been elevated to 300-500 mg/dl since beginning use of the infusion device 1.5 weeks ago. Prior to beginning use of the infusion device, her blood glucose was below 150 mg/dl, since using the device, her lowest blood glucose reading has been 188 mg/dl. She also reported being under stress and, she has back and hip pain. She was advised to consult with her physician before changing her basal rates. She stated that last week her trainer increased her basal rates from 1.3 units/hour to 1.4 units/hour. Her current basal rates was set to 1.6 units/hour. She made this change without consulting with her trainer or her physician. She stated that she is using a bolus calculator to determine her bolus amounts. The following month, the pt reported that her blood glucose has been better and her readings have ranged from 130 - 190 mg/dl. Her target blood glucose range is less than 130 mg/dl. She stated that she needs to adjust her basal rates 1-2 more points and she will do this tomorrow. She is scheduled to meet with a dietician for assistance with carbohydrate counting and portion control. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.